Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: svd (structural valve degeneration) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv (bioprosthetic heart valves) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including liver cirrhosis, diabetes mellitus.

Event description:
Through review of medical article "rotational atherectomy of aorto-ostial calcification and retained native leaflet to facilitate valve-in-valve tavi", corresponding author/s dr. Webster et al., the following event was found to be related to an edwards device: a 72-year-old patient with a 25mm perimount valve implanted in aortic position, underwent re-intervention for a valve-in-valve procedure after an approximate implant duration of six (6) years due to bioprosthetic severe calcific degeneration leading to severe stenosis (mean gradient of 41mmhg, vmax of 4.1 m/s) and mild regurgitation. The patient was experiencing symptoms of increasing breathless and exertional presyncope. A 23mm sapien 3 valve was successfully implanted within the edwards surgical device. The patient was discharged home on day 2 and was noted as to be asymptomatic and doing well at 3 months post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: article citation: chapman ar, ng l, kueh sh, barr p, white j, webster m. Rotational atherectomy of aorto-ostial calcification and retained native leaflet to facilitate valve-in-valve tavi. Jacc case rep. 2025 apr 17:103949. Doi: 10.1016/j.jaccas.2025.103949. The date of the event is unknown; however, according to the article, the study was received for review on january 21,2025. Thus, this date was used as the occurrence date. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.